Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a gradual increase in pace impedance measurements to greater than 2000 ohms. The lead also displayed an increase in pacing thresholds. A commanded shock was delivered which returned normal values. The patient will continue to be monitored. There were no adverse patient effects reported.